Event description:
Procedure performed: ni. Event description: translation: during surgery on (B)(6) 2024, the user was unable to use this clip applicator. Clip applicator. The clips did not come out. Another applicator was opened. On monday on (B)(6), we received a batch withdrawal concerning this reference and this batch. The problem mentioned in your letter is a faulty clip loading. During surgery on (B)(6) 2024, the user was unable to use this clip applicator. Clip applicator. The clips did not come out. Another applicator was opened. On monday on (B)(6), we received a batch withdrawal concerning this reference and this batch. The problem mentioned in your letter is a faulty clip loading. Patient status: ni. Intervention: another applicator was opened.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint#: (B)(4), was included in the recall.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: ni. Event description: translation: during surgery on (B)(6) 2024, the user was unable to use this clip applicator. Clip applicator. The clips did not come out. Another applicator was opened. On monday 04/03, we received a batch withdrawal concerning this reference and this batch. The problem mentioned in your letter is a faulty clip loading. During surgery on (B)(6) 2024, the user was unable to use this clip applicator. Clip applicator. The clips did not come out. Another applicator was opened. On monday 04/03, we received a batch withdrawal concerning this reference and this batch. The problem mentioned in your letter is a faulty clip loading. Patient status: ni. Intervention: another applicator was opened.